Event description:
Boston scientific received information that this system was removed from this patient due to erosion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.